Event description:
It was reported that patient experienced repeated cartridge alarm 20 on pump, not occurring during cartridge load process, and had previously reported similar alarms with same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, verified shipping address, and arranged pump replacement.